Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customer's blood glucose (bg) level was impacted (300 mg/dl). The customer took a manual injection to stabilize bg level. Reportedly, the contact had loaded the cartridge with cold insulin. The contact was instructed to load cartridges with insulin at room temperature. The contact reloaded a new cartridge and the issue was resolved.